Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
An implant card received on (b)(6 2013 indicated that this vns patient underwent full revision on (B)(6) 2013 due to high impedance. Attempts for additional information and product return have been unsuccessful.

Event description:
Analysis of the lead was completed on 11/18/2014. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the one and a half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. The marks are evidence of a potentially insufficient mechanical contact between conductive surfaces of the generator and connector ring, resulting in a suspect electrical connection to the lead. What appeared to be canted spring indentations were observed near the end of the small o-ring. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified.

Event description:
Additional information was received stating that the explanted generator and lead were available to be returned for analysis. The explanted generator and lead have not been returned to date.

Event description:
The explanted generator and lead were received for analysis. Analysis of the generator was completed on 11/06/2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis of the lead is underway, but has not been completed to date.

Event description:
On (B)(6) 2013, it was reported that system diagnostics showed high impedance. There was no reported trauma or manipulation. The device was not programmed off as the physician preferred to keep the device on. The patient had been experiencing an increased in seizures for the past several weeks but was improved after vns implant. X-rays were received and reviewed. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. It cannot be confirmed that the lead pin is fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement, but the negative one seemed to be not aligned with the positive one. This could be caused by the position of the patient¿s neck and it cannot be ascertained that it is due to an electrode detachment. Part of the lead was behind the generator. No acute angles/breaks appear to be present. Surgery is likely but has not taken place.

Manufacturer narrative:
Analysis of programming history. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.